Event description:
Additional information found the patient's ipg and lead were explanted 0n (B)(6) 2021 to resolve the issue.

Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported the patient was experiencing uncomfortable stimulation. Reprogramming was unable to resolve the issue. Further troubleshooting may be done and if no resolution, surgical intervention may take place at a later date.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was damaged before analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.